Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor after a bolus. The customer's blood glucose reading was 81 mg/dl at the time of incident. Customer was advised that the device would be replaced. No further details given.